Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his electrode belt. The patient's download revealed excessive 'therapy placement notify' messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy pad notify messages) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent and the cable running from ECG electrode a to ECG electrode b was cut. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. The cause for the damaged cable cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.